Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. A firmware check was performed, which revealed that there was a lack of communication between the 4-in-1 and the power battery manager channel 1. The cause of the aic issue was contamination of the pbm pca due to leakage of the supercapacitors.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) on startup, two messages displayed - system self check failed and change console immediately. The aic was removed from service. There was no patient involvement.